Manufacturer narrative:
Additional information was received on january 17, 2018. The patient involved is a (B)(6) male patient. The procedure was for paroxysmal atrial fibrillation. An update was received that the pseudoaneurysm is ongoing and improved. The increased filling pressure has resolved without sequelae. An additional adverse event of arteriovenous fistula requiring no medical or surgical intervention occurred. On post-procedure day 14, the patient developed an arteriovenous fistula. There were no interventions. Issue is ongoing and unchanged. Principal investigator assessed this event as mild in severity, not serious, not related to the investigational device, and possibly index procedure-related. Concomitant product: swartz sr0 sheath. (B)(4).

Manufacturer narrative:
On 3/11/2019, additional information was received indicating the principle investigator has removed the "thrombin injection" as the intervention for the vascular pseudoaneurysm. The intervention for the vascular pseudoaneurysm has now been reported as an unspecified medication being administered. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional navigation catheter and suffered a vascular pseudoaneurysm (requiring a thrombin injection) and hypertension (requiring medication). On post-procedure day 1, the patient developed a pseudoaneurysm. A thrombin injection was administered. Patient required extended hospitalization as a result of the adverse event., issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, not investigational device-related, and definitely index procedure-related. On post-procedure day 1, the patient developed increased filling pressures. An unspecified medication was administered. Issue is ongoing and unchanged. Principal investigator assessed this event as moderate in severity, not serious, not investigational device-related, and possibly index procedure-related.